Manufacturer narrative:
An imris customer service engineer (cse) was onsite to resolve the issue. The cse bled air from the trendelenburg cylinder lines and verified hydraulic line pressure. The cse conducted table drift testing and observed no movement or drift in the trend function. The cse adjusted the table movement speeds to slow down the table movement in the trend and roll directions. The root cause of the observed table drift appears to be accumulation of air in the hydraulic lines; a loose fitting was observed and adjusted which had likely allowed air ingress into the hydraulic lines. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
The customer reported that the t2x operating room table moves too fast and was jumping when started. While on-site to diagnose the issue, the imris customer service engineer observed unacceptable trendelenburg drift in the table. The event was observed during daily testing and there was no patient involvement.